Manufacturer narrative:
(B)(6). Valerae o. Lewis (2016) "patellar resurfacing: does it affect outcomes of distal femoral replacement after distal femoral resection?" The journal of bone and joint surgery, 98:544-51, http://dx.doi.org/10.2106/jbjs.o.00633. Event date ¿ the journal article was published in 2016. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. (B)(4).

Event description:
It is reported in a journal article that six (6) knees had arthrofibrosis 0.7 to 20 years following knee arthroplasty. No further patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.